Event description:
The customer reported that while running an hiv-1/2 assay, summit sample handler did not pipette the correct amount into well positions 1, 2, 4 and 5 and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics, inc. Complaint number 99-05138-11. This report is beyond the 30-day requirement.